Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support sent a replacement pump and provided guidance on storage mode and return procedures. Customer will use a backup insulin pump to maintain insulin delivery.